Manufacturer narrative:
Final analysis found normal device characteristics.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient has deceased. There is no known allegation from a health care professional that suggests that the death was not device related. The cause of death was reported to have been natural. No additional information was reported.